Event description:
Patient contacted dexcom technical support on 12/10/2012 to report that on (B)(6) 2012, she had suffered a hypoglycemic episode. Paramedics were called and patient was treated with an 25 mg of glucose.patient was transported to the hospital where she was evaluated and released the same day.at the time of her call to dexcom technical support, patient was feeling well.